Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as two open sores under the side electrodes. There was no alleged device malfunction contributing to the wounds. The patient¿s physician prescribed an antifungal cream for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.